Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the terminal segment of lead was returned, it was cut approximately 16.5 cm from the terminal pin. Testing was completed to assess lead inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that, during a ventricular tachycardia (vt) storm, there was an alert, indicating that this right ventricular (rv) shock lead impedance (sli) reached greater than 145 ohms, during shock delivery. All other lead diagnostics were normal and the patient was released when the vt converted. When a field representative tested impedances in office, impedances were normal. The lead was later abandoned surgically and replaced. No additional adverse patient effects were reported. A portion of this product has been returned.